Manufacturer narrative:
It was reported that while attempting to collect points for registration, resident appeared to apply force and there was an unexpected shutdown. Event summary, device history record review and complaint history review did not identify contributing factors. The technical investigation confirmed that a communication error occurred due to an excessive force applied on the robot arm which was probably too extended or two of its joints were aligned. In both cases, the device shutdown is a normal behavior.

Event description:
While attempting to perform registration for the second time, it was noted by the resident and the field service engineer that the rosa brain arm appeared abnormally difficult to move. While attempting to collect points, resident appeared to apply force and there was an unexpected shutdown at roughly 8:36 am. Field service engineer shutdown rosa brain system completely and powered off for ~ 30 seconds. Rosa brain was re-started and registration was completed normally. No other shutdowns, no incision made, delay roughly 15 minutes. Patient under anesthesia.